Event description:
The account alleged that the head section ran up unintentionally. When the left siderail is unplugged, the problem is resolved.

Manufacturer narrative:
Repairs have not been completed.